Manufacturer narrative:
The subject device was received and evaluated. The product name was sb-0535fc. Lot no. 1zk supplementary information was 10. The tissue pad was worn and partly torn . It is presumed that the tissue pad was worn, partly torn, and peeled off due to ultrasonic output with the grip closed (including after the tissue was cut) without gripping the tissue. Review of DHR's device history records for the lot number of the equipment showed no abnormalities in the following items related to the reported phenomenon: inspection- us oscillation confirmation. Inspection- appearance. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported within 30 minutes after the start of a therapeutic laparoscopic cholecystectomy procedure, the customer noticed the device tissue pad was worn and disappeared. The device was checked , no error occurred ,it was inspected visually and confirmed no fragments/parts fell off from the worn pad. The device was replaced. The intended procedure was completed using similar device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) ultrasonic output was activated while the distal end of the grasping section was grasping thick hard tissue. 2) the probe was contacting the tissue pad at the rear end of the grasping section. This caused the tissue pad to wear out and tear partially. It was also peeled off from the grasping section. This following information is included in the instructions for use (IFU): ¿if the grasping section, the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity.¿ ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.